Event description:
The contact stated that she found the customer in the kitchen and he was unresponsive. The paramedics were called and the cutsotmer was taken to the hosptial. No other information was given about the event. The contact alleges meter readings caused the adverse event. Troubleshooting showed the system the systems to be working as designed , but the meter and strips are to be returned for evaluation. Replacement products will be sent.